Event description:
It was reported that resistance was felt when the balloon catheter was being loaded on the guidewire. The guidewire was removed with the balloon catheter, and it was found that the guidewire was stretched. All portions of the guidewire appeared to be accounted for when it was removed from the catheter. It was reported that the guidewire tip was shaped; however, it was unk what type of tool was used for shaping. The lesion characteristics are unk. The procedure was completed with the new guidewire of the same model. There was no pt injury and no adverse events reported. This is being reported as a notification only. It is volcano's policy to report all cases where a potential volcano device issue causes removal or exchange of the guide wire.

Manufacturer narrative:
(B)(4). The complaint device has not been received by the manufacturer, so a device evaluation has not been performed yet. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. To date, no other complaints have been reported for this failure mode within this lot. A supplemental report will be submitted when the manufacturer's investigation is completed.